Manufacturer narrative:
This report is for one (1) unknown nail. Part#, lot# and UDI # is not available. Device was implanted on an unknown date in (B)(6) 2016. Revision surgery was reportedly to be performed on (B)(6) 2016. It is unknown if it occurred. Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that patient underwent initial procedure in (B)(6) 2016. The initial reduction was not optimal as the patient has some form of metastatic cancer and has had radiation to the leg. It has not healed and was potentially not reduced effectively in the initial procedure. On (B)(6) 2016, the nail broke as the patient was getting out of a chair. The nail broke at the junction of the nail and blade. Revision surgery is reported to be performed on (B)(6) 2016. Patient outcome post revision surgery and the outcome of revision were not reported. This report is for one (1) unknown nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI# (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Device history records review was completed for part# 04.027.207s, lot# 9899537. Manufacturing location: (B)(4), manufacturing date: apr 14, 2016, expiry date: apr 01, 2026. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing evaluation has been completed for the returned device. The product was returned in a packaging different from the original packaging. The laser marking was readable. As received condition of device: strong traces around the cone and the end of the outer diameter of the shaft were visible. The nail is broken on the position of the citrus hole. All dimensions relevant for the function of the product were measured, and fulfill the specifications. The dimension of the broken citrus hole could not be measured. The dimension of the citrus hole was checked 100% in production. The raw material certificates were checked and it was found that all used raw material fulfilled the specifications. Based on this the complaint is confirmed but not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It was reported the part had been collected and will be sent to the manufacturer, but it has not been received by the manufacture at this point. This indicates the part was explanted, but it is unknown if that procedure occurred on (B)(6) 2016 as planned or on another date. Therapy date: exact date unknown, reported as (B)(6) 2016. Implant date: exact date unknown, reported as (B)(6) 2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the initial implant date was (B)(6) 2016. Concomitant medical products: blade (part/lot unknown, quantity 1).